Event description:
The customer reported that prongs were bad on unit. There was no report of pt involvement.

Event description:
The customer reported that unit show battery dead even though battery is fully charged flashes low battery. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.